Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and buttons had to press twice time. The blood glucose of the customer was unknown. The customer also reported that the battery compartment was damaged and the insulin pump rejected the batteries. The customer reported that the insulin pump had no delivery alarm. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test and displacement test. No excessive no delivery alarms noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No unexpected battery alarms including failed battery test alarms were noted. The battery fitted properly and no cosmetic damage was noted per visual inspection. No button error alarms noted.